Manufacturer narrative:
Complaint no.: (B)(4). Date of event unknown. Lot no. And expiration date unknown. Operator of device unknown. Device manufacture date unknown. No samples were returned for evaluation. The batch review could not be performed as there was no lot number provided. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag had precipitation and looked cloudy. The issue was discovered after compounding but prior to release for patient use. This report documents no patient involvement or adverse events. No additional information is available.